Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly from the femoral marker to the proximal end, but no other visual damage. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.

Event description:
It was reported that peeled coating occurred. The opticross hd imaging catheter was introduced to view the target lesion. Delivery was difficult and it appeared that coating was peeled off. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that peeled coating occurred. The opticross hd imaging catheter was introduced to view the target lesion. Delivery was difficult and it appeared that coating was peeled off. The procedure was completed with another of the same device. There was no patient injury.